Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used: acda levels implanted: c5-6, c6-7 it was reported that intra-op, drill bit broke during use. The product came in contact with the patient. No patient complications as a result of this event.